Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and updated legal manufacturer's investigation. The device was returned and evaluated, and the reported phenomenon (b30 error) was not confirmed / duplicated during evaluation. In addition, the following non-reportable malfunctions were identified: dust inside the unit, poor appearance of the front and rear panels, and worn output connector. Based on the results of the investigation, and because the phenomenon was not duplicated during evaluation, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was not displaying an image and instead was presenting a b30 scope communication error when connected to 190 series scopes. According to the initial reporter, this event took place during preparation for a diagnostic ugi endoscopy procedure. Reportedly, the intended procedure was completed using a similar device without any reports of patient harm.